Event description:
The patient reportedly was not able to hear while using their device. External equipment was exchanged. However, the problem was not resolved. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The device was explanted. The patient was reimplanted with another clarion device.